Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure due to additional leads for a new pain in the left upper extremity. The patient was reportedly doing well postoperatively. The device was not returned to bsn.

Event description:
A report was received that the patient will undergo a revision procedure wherein the ipg will be replaced for an unknown reason.

Event description:
A report was received that the patient will undergo a revision procedure wherein the ipg will be replaced for an unknown reason.